Event description:
It was reported to philips that the system was unable to produce x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint according to the additional information collected the system was in clinical use when the issue was identified. The procedure was completed by restarting the system. Fse inspected the system but could not reproduce the reported issue; it was functioning normally. As a proactive measure, the fse replaced both the wireless foot switch and the hand switch and return's part for further analysis, but no failure found. After replacing the wireless foot switch and the hand switch, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system by restarting the system without delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.